Manufacturer narrative:
Additional information will be reported upon further investigation of event details.

Event description:
Same case as: 2184052-2015-00129. It was reported that an optio-c peek interbody and optio-c plate disassembled postoperatively. The patient underwent a two level cervical interbody fusion procedure. Implantation at c6-c7 involved an extreme angle and the peek was not clearly visible on lateral intra-operative x-rays, but the plate and screws looked fine. Three (3) days post-operatively, x-ray imaging revealed that the optio-c cage and plate at c6-c7 appeared to be disassembled. The patient is reported to be doing well postoperatively and is being monitored; no other postoperative issues have been reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.